Event description:
It was reported that a peritoneal dialysis (pd) therapy patient passed away. The cause of death was not reported. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the patient died on an unreported date in (B)(4) 2014. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.